Event description:
A female who was using a combination of hill-rom pw-50 pressure relief mattress and joerns 1/4 siderails was found with bed in low position, lying on floor with neck/head against siderail. Preliminary autopsy findings: primary cause of death associated with asphxiation d/t entrapment, secondary case heart disease. All equipment was in working order. Dates of use: 2009. Diagnosis: pressure ulcers. Muscle weakness/coordination.